Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice cassette had a leak in the patient line. The patient was not connected when this event occurred. The patient would complete therapy by starting over with all new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.